Event description:
It was reported that the patient presented for follow-up after receiving an alert for out of range impedance measurements on the atrial lead. Interrogation revealed noise on the lead that could not be reproduced. During additional follow-up on (B)(6) 2014, low impedance was again noted. On (B)(6) 2014 the patient presented for a follow up and the lead impedance was back in normal range. The physician suspected insulation damage. The physician opted to leave the lead implanted and possibly replace when the patient needs a generator change.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.